Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. This pacemaker was explanted.

Manufacturer narrative:
This supplemental report was created to correct the d4: model and serial of the device and d6a: implant date.

Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. This pacemaker was explanted.